Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 372 mg/dl and it was addressed with a bolus/manual injection. Reportedly, the customer reloaded the cartridge.